Event description:
The manufacturer representative reported they ran impedance test on the patient's system and found that the 0<(>&<)>3 contact showed <(><<)>50 ohms. It was noted they didn't have historical impedances to compare to. It was stated the patient was in the office because they lost stimulation a month ago. The patient's implantable neurostimulator (ins) was on when the patient came in. The manufacturer representative tried to run a longevity estimate, but as they scrolled through the programs, they all show capacity: 1% and nothing under longevity. It was noted the patient hadn't had a power on reset (por) in the past and didn't see any messages in the alert area. It was noted the patient had been on program that was ~5v 210sec 14hz. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from healthcare provider (hcp) reported that the battery was at 1%. The patient had battery replacement surgery on (B)(6) 2016. The cause of impedance issue, loss of stim and longevity reading discrepancy were determined and it was noted that the battery needed to be replaced. Hcp also provided that the indication for surgery was the patient with normally functioning device until the point where the battery failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.